Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility in the EU reported a 74-year-old male (race unknown) with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The pump experienced reduced impella flow rates. The patient experienced bleeding form impella insertion site, which was questioned to be retroperitoneal bleeding. Surgical intervention to repair vascular damage occurred and then the patient was escalated to an impella 5.5 and va ECMO.

Manufacturer narrative:
The investigation into the low pump flow and the access site bleeding ¿ major has been completed since the original report was filed. The pump was returned with the catheter cut off and missing the red pump plug. Visual inspection found kink on cannula about 14 mm from of cage and cannula bonding site. No other issues were found on the rest of the pump. It was determined that the root cause of low flow was most likely due to a cannula kink and the root cause of access site bleeding was most likely due to lack of vessel recoil.